Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported discrepancies between blood glucose and sensor readings. The blood glucose reading was 41 mg/dl. The customer treated himself with orange juice. The patient was unable to troubleshoot. No further information was provided.